Manufacturer narrative:
The failure investigation has been completed and the alleged power source alert issue was verified. Based on the analysis, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that an occlusion alarm occurred. Customer loaded a new cartridge and tubing to resolve the occlusion. Customer¿s blood glucose level was approximately 200 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.